Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer filled the cartridge with cold insulin. The customer's blood glucose level was in the high 200's (mg/dl) and it was addressed with manual injections. Recommendation was made to fill the cartridge with room temperature insulin. Also, it was reported that the pump battery was noted to be depleting quickly, dropping from 100% battery life to 50%, in one day. Recommendation was made to monitor the battery gauge and call back if the battery gauge depletes quickly again as the customer could not remember when the event occurred for troubleshooting.